Event description:
It was reported that the procedure was performed in the right coronary artery (rca) with 90-99% stenosis, mild calcification and moderate tortuosity. The dragonfly optis imaging catheter could not advance through the target lesion due to the anatomy and guidewire. Upon removal, the dragonfly optis got stuck with the guidewire and removed as a unit. Another dragonfly opstar was used and the same issue occurred. Intravascular ultrasound (ivus) was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. The device images provided showed a stretched tip and torn guidewire exit notch noted with the dragonfly imaging catheters. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device, in addition to the review of the customer-supplied photos and cine. The reported difficulty to advance, failure to advance, and difficulty to remove were not able to be confirmed; however, the reported material torn (guidewire exit notch) and stretched was able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance, failure to advance, stretching, material cut or torn, and difficulty to remove appears to be related to circumstances of the procedure. The returned device was confirmed to have a stretched window tube, in addition to a stretched and torn exit notch¿which are consistent with excessive force or resistance when removing the catheter from the guidewire. The cine was reviewed which determined that the imaging catheter functioned as intended. While it was stated that imaging catheter advancement was challenging, reported data are insufficient to establish a direct relationship between device performance and patient outcomes. The customer photos also show the catheter engaged to a damaged guidewire outside the patient, which suggests that the guidewire was also replaced after oct imaging catheter use. In this case, it is likely that the patient anatomical conditions caused the reported difficulty to advance, failure to advance, and difficulty to remove as well as the observed catheter damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.